Manufacturer narrative:
H3. Evaluation summary: the analysis results found that the device was returned in good conditions, a cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was 1/8 fired and the left side was 1/2 fired. The cartridge lockout was found damaged. The damage to the spring cartridge lockout is consistent with damage observed when the firing cylce is started, interrupted, released, and restarted. The cartridge was disassembled to verify the condition of the internal components and the right sled was found damaged. In addition, the cartridge deck was found damaged, the damaged found on the cartridge deck is consistent with damage caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced the wedge band will bypass the sled, as stated in the IFU "if resistance is felt, stop and replace the cartridge". The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process. Cartridge information: results: wedge band bypass. Conclusion: wedge band bypass.

Event description:
It was reported that the device would not fire on the initial firing. The customer used another like device to complete the case with no patient consequence.